Manufacturer narrative:
Results: the distal tip of the cat6 was ovalized in multiple locations starting from approximately 133.0 cm from the hub to the distal tip. The cat6 was bent along the length of the device. The cat6 was damaged, and therefore, functional testing was not performed conclusions: evaluation of the returned cat 6 revealed multiple ovalizations on the distal tip. If the disposable peel away sheath is not utilized while attempting to advance the device into a parent catheter, damage such as this may occur. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6). During the procedure, the tip of the cat6 became damaged while being advanced into a non-penumbra sheath and, therefore, the cat6 was removed. It was reported that the tip of the cat6 was twisted about two centimeters from the distal end. It was reported that the hospital technician did not use the introducer sheath while inserting the cat6. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.